Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could not be interrogated. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the clinically-observed telemetry issues, lack of bradycardia pacing, and unexpected longevity decrease.

Event description:
It was reported that this patient was scheduled for a device replacement procedure for normal battery depletion. During the procedure, this device was unable to be interrogated and no pacing was present. The electrocardiogram showed that the patient's heart rate was only 30 beats per minute. The physician was concerned that the device should still be able to provide pacing for three months after the elective replacement indicator (eri) declaration. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.

Event description:
It was reported that this patient was scheduled for a device replacement procedure for normal battery depletion. During the procedure, this device was unable to be interrogated and no pacing was present. The electrocardiogram showed that the patient's heart rate was only 30 beats per minute. The physician was concerned that the device should still be able to provide pacing for three months after the elective replacement indicator (eri) declaration. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.